Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for slda could not be determined. It should be noted that, per the intended use section of the mitraclip ntr/xtr instructions for use (IFU), it states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure; however, the off-label use did not likely contribute to the slda. The reported tissue damage and tricuspid regurgitation were likely outcomes of the slda. The reported patient effects of tissue damage and tricuspid regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were results of case specific circumstances as the patient returned for a second procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the single leaflet device attachment and increased tricuspid regurgitation requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat tricuspid regurgitation (tr) with a grade of 5. Three clips were implanted, reducing tr to 3. One day post procedure transthoracic echocardiogram (tte) noted the third implanted clip detached from the septal leaflet (single leaflet device attachment (slda)). Tissue damage could not be confirmed however it is possible the leaflets were damaged. The patient returned for a second procedure on (B)(6) 2020 as the tr had increased to 5. Two triclip devices were implanted to stabilize the slda clip, reducing tr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.